Manufacturer narrative:
Submit date: 11/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with lite gloves. The customer states that since the new packaging, there were several torn lite gloves found inside the packaging. No patient involved.